Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material coming out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 01 years since the subject device was manufactured. Based on the results of the investigation, it is likely the residual foreign material may have been unremoved due to the reprocessing deviating from the instruction manual. However, a definite root cause that led to the malfunction could not be identified. Additionally, it was confirmed that the foreign material residue point was free from physical damages. The instruction manual states the detection method associated with the event in "gif-1200n chapter 3 preparation and inspection", and preventative measures in "gif-1200n chapter 5 reprocessing the endoscope (and related reprocessing accessories)." Olympus will continue to monitor field performance for this device.